Event description:
The balloon was being used during a left radial to periphery procedure. A guide sheath was placed into the right iliac artery. An 0.018" guidewire was placed into the distal popliteal artery. A balloon catheter was placed in the distal superficial femoral artery (sfa) and inflated to 12atm with full apposition. During balloon deflation, blood flow back into the deflator was observed. When retrieving the balloon, only the shaft was removed from the patient's body. The balloon segment was stuck int eh distal fsa. The patient was transported to a hospital for surgical removal. Balloon deflation confirmation was performed via angiogram. Negative pressure was held for approximately 2-3 seconds prior to removal. Very little resistance was experienced during removal. There was no further patient harm. The patient had a follow-up with the physician in two weeks.

Manufacturer narrative:
H3: the proximal catheter segment was returned for analysis. Analysis confirmed shaft separation at the rapid exchange (rx) port. There was approximately 20mm of elongation of the catheter past the skive.